Event description:
It was detected in the ge healthcare engineering lab that when using the vessel analysis software option, the vessel image and vessel name annotation displayed in some views are inconsistent after restored "save state". Although no injury was reported, the concern is if the physician did not detect the issue and relied on the suspect vessel image and annotation, unnecessary medical treatment could be performed and may lead to a serious injury.